Event description:
It was reported that the lead dislodged and that sensing was down to 2 mv and capture thresholds were up to 2.25 v. Unipolar lead impedance was 236 ohms. The lead was success- fully repositioned.